Manufacturer narrative:
Name: medtronic minimed, country: united states of america, street: 18000 devonshire street, city: northridge, state: california, zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced an infusion set cannula did not stick due to leakage on (B)(6) 2026. The infusion set was used for two days. Blood glucose level was 400 mg/dl at the time of the event and patient took insulin pump to resolve the issue.